Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
The initial reported information from the account stated that it was unclear on whether the stent dislodged or if the shaft separated. Returned device analysis confirmed that the stent implant was still crimped on the balloon and not dislodged. However, the balloon (with the crimped stent) and distal shaft were separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, distal anterior tibial artery. A xience prime was previously deployed in the anterior tibial and the plan was to stent distal to the already deployed stent. After predilatation was performed an attempt was made to cross with the 2.5x33 mm xience prime stent delivery system; however, it became stuck in a lesion in the superficial femoral artery and could not be advanced over the wire. The end result was the stent separated from the delivery system. The stent was retrieved using a snare. No additional information was provided.